Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b3, b5, e2, e3, g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image flicker occurred due to communication failure caused by cable failure. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the intended procedure was completed using a similar device without delay. Additionally, the patient's procedure or anesthesia was not prolonged. The name of the intended procedure is unknown. There was no medical intervention required and either a flexible ureteroscope or rigid cystoscope was connected to the subject device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image was flickering when touching the cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure, the hd autoclavable camera head was intermittently flashing light on the screen. Upon inspection of the customer¿s returned device it was observed, the image was flickering. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported.